Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt was presented to the electrophysiology (ep) laboratory in late (B)(6) 2014 for extraction of an s-ICD system due to infection. The pt's device history was significant for past infections involving transvenous endocardial systems. The local rep reported that the pt had worn a life vest for one year prior to the implant of the s-ICD system (late (B)(6) 2014). The s-ICD system was explanted with no reported adverse event. According to the physician, the pt's history for infections involving endocardial systems did not involve boston scientific products.